Manufacturer narrative:
Continuation of d10: product ID 97791 lot# serial# unknown implanted: explanted: product type accessory, ubd: asku, UDI#: asku medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare professional (hcp) reported through a manufacturer representative that the anchor that was included with the lead ¿seemed looser than usual.¿ it was stated that it seemed like the anchor was moving away from the lead after anchor deployment. Attempts to move the anchor on the lead by hand ¿seemed to be possible.¿ it was noted that ¿this may be due to the effects of fat in the body.¿ the anchor was then secured to the fascia with a suture and it was confirmed that the anchor did not move; the issue was considered resolved at the time of report. It was noted the lead was not connected to an implantable neurostimulator (ins) at the time of the event. There were no surgical interventions planned or performed and the chronic pain patient was alive with no health damage at the time of report. No complications were reported or anticipated.